Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted that the patient had experienced uncomfortable sensation when rv lead was pacing. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.